Manufacturer narrative:
(B)(4). Device analysis was not complete as of the date of this report. A follow up report will be submitted when device analysis is complete.

Event description:
It was reported "the device never helped' and when it was turned on "caused more pain than good." The patient has left the stimulator off since close to implant. It was also reported that it "hurt when recharging" and "hurt when I used it." It took three hours to recharge. The pain and felt in her back and legs." The patient lost 125 and there was "no flesh to cover it." The patient was receiving acupuncture for pain relief. The patient wanted the device removed. The patient was seeking a new physician due to being discharged from their physician care. Last summer the physician had wanted the patient to go on a "narcotic break." The patient decided not to go back. The loss of effect reportedly began about 6 months ago. It was also reported there was a "constant buzzing" with the device on. The stimulation was affecting the way the patient walks. There was no known incident related to the onset of the symptoms. The patient was seeing a warning screen indicating the ins battery was low. Additional information received indicated the patient's device system was explanted on (B)(6) 2009. The ins will be sent back for analysis. The leads will not be returned. Since implant, the patient had complained of a "zapping or buzzing" feeling that was present whether the stimulation was on or off. The hcp felt that these symptoms may have been psychological. It was felt that reprogramming sessions in the past had yielded good coverage with parasthesia throughout the legs but not in the lower back. It was not possible to confirm the patient's level of satisfaction in terms of perception of pain relief. The patient had been dismissed from the physician's practice. The patient was provided alternate physicians to contact for device removed. These did not work out so the patient's original physician practice agreed to explant the device.